Manufacturer narrative:
Two cassettes were received for evaluation. Both appeared in used condition. Visual inspection of the returned devices did not find any damage or defect. Review of the provided photo showed water inside of the reservoir however no leak points were found. Functional testing of the devices did not present any leakage. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during filling of the cassette leakage was found in the inner pouch. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08647 is no longer considered reportable, please disregard any MDR reports associated with it.